Event description:
The pt was undergoing hdr brachytherapy treatment. Fraction 1 of the treatment was administered. The second fraction was to be completed later the same day. When the pt returned for fraction 2, the afterloader treatment console indicated fraction 2 had already been completed (even though it was yet to be performed). Fraction 3 was sent to the treatment unit console and the pt was treated. The next day, the pt returned to continue treatments and fraction 4 should have been the next step, but now treatment unit console indicated that fraction 2 had not been administered even though the day before it was labeled as complete.

Manufacturer narrative:
Root cause investigation and corrective action still under evaluation.